Event description:
The user facility reported that while attempting to fix a right coronary artery (rca) and posterior left branch (plb) branch, the doctor placed three (3) stents and had two (2) wires in the vessel. After the deployment of the 3rd stent in the drca, the doctor went to pull the wire out and felt some resistance. After the wire was removed, he noticed that the tip of the wire had detached from the body of the wire. They had to snare out the wire tip and the patient was stable. The procedure performed was a percutaneous transluminal coronary angioplasty (ptca_ of the rca/plb. The estimated blood loss was less than 250cc's. The reported event did not result in patient injury and/or require medical or surgical intervention.